Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and referring to known similar events, it was presumed that friction between the guide wire and heavily calcified lesion had most likely contributed to the tearing of the polymer jacket. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [malfunction and adverse effects] abrasion of the guide wire coating.

Event description:
It was reported that an asahi fielder xt was used in a plain old balloon angioplasty (poba) to treat a mildly tortuous, heavily calcified 90%-99% stenosis in the posterior tibial artery. During the procedure, about 16cm of its polymer jacket came off in the posterior tibial artery and was retained in the calcified lesion. A snare was used to retrieve the peeled polymer jacket, but the attempt was ended unsuccessfully. The patient was finally sent to surgery and they were able to retrieve almost everything but left some foreign body behind. The patient was reportedly fine after the procedure.